Manufacturer narrative:
The technician found the brake casters are sliding on wax floor. There is a wax build up on the brake caster wheel. The technician cleaned the brake caster wheels to resolve the issue. Based on this info, no further action is required.

Event description:
The consumer reported that the brake pedal was setting but the brakes were not holding, the bed is located in a private home. No pt injury reported.